Manufacturer narrative:
The returned used extension set was rec'd and evaluated. The set's ivex-hp filter leaked from a tear through the hydrophobic membrane located along its perimeter seal. Co could not determine if the tear was a mfg (vendor) defect or user damage. Co has recently confirmed a low level of leakage from both the filter air vent and the filter housing. Co has communicated co's concerns to the filter MFR, who had identified the causes for the leakage and implemented corrective actions to address this issue. An investigation is being conducted to determine the effectivity of these corrective actions. A work order review did not reflect any visual or functional defects for this lot in its quality history. Corrected data: mfg site registration number was corrected from "0000000" to "1411365". This has resulted in a new MFR's report number on this follow-up report. This report is a follow-up to abbott MFR report number 57302-1997-00068.

Event description:
Received report of leaking of filter. Pt on home antibiotic therapy for a month via central line had hung a new dose, then noticed fluid dripping from the filter. The pt let the dose finish, then discontinued the tubing. No significant loss of drug, no pt harm reported.